Event description:
It was reported that the customer was notified by her insulin pump that she had low blood glucose of 62 mg/dl. However, the customer's actual blood glucose was 262 mg/dl. The customer expressed that she had high blood glucose all day. The customer stated that she took glucose even when she did not eat. The customer's blood glucose was 400 mg/dl the day prior. The customer mentioned insecurity with the sensor glucose and blood glucose readings. Advised customer that the blood glucose reading was correct. The customer declined troubleshooting. The customer stated that she would call back if the issues persisted after an infusion set and sensor change. Assisted customer with performing a bolus through the wizard. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).